Event description:
The customer called and reported he was receiving low glucose alerts and his sensor read 40 mg/dl while his blood glucose was 472 mg/dl. He also received a bad sensor alert. At the time of this report, customer's blood glucose was 189 mg/dl. Troubleshooting was performed and the sensor was slightly curved when changed out. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.